Event description:
Initial report states: "on (B) (6) 2009, under normal use, the radiopaque tip of 2 catheters became dislodged. One was extracted and the first remains in the pt. No deleterious effects were noted regarding the pt."

Manufacturer narrative:
Device history record (DHR) review indicates the proper materials and mfg methods were used to produce this lot of materials. Evaluation of the retain devices did not show any brittleness of the ro/soft tip material. Pull forces of ro/sheath joint was above the minimum specification. The root cause is that a force applied to tip segment exceed material strength causing the ro tip to fracture. Design controls were opened on this product line to evaluate and potentially implement changes to the tip design, materials and mfg methods to provide a more robust ro/soft tip.